Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the log files. The log file captured multiple intermittent driveline communication fault a flags and driveline power fault b flags. On 15sep2025, a driveline power fault alarm activated due to the driveline power fault b flag and remained active until the end of the data capture. Despite these alarms and faults, the pump operated as intended at a speed within the expected range throughout the entire data capture. No other notable events were found in the log files submitted. Images of the modular cable (lot number 10939554) were provided, which revealed corrosion within the modular cable on the inline connector side. The modular cable was also returned for evaluation, and upon inspecting the inline connector pins, corrosion was confirmed. The returned modular cable underwent continuity testing to measure the resistances of the internal wires, and the measurements were noted to be higher than expected on all wires. The modular cable inline connector pins were then thoroughly cleaned to remove debris related to the corrosion observed within the connector, and continuity testing was repeated. The resistances within the internal wires decreased within their expected normal range. The returned modular cable was then connected to a mock circulatory loop with known working test equipment, and no driveline fault alarms activated during testing, including when the modular cable was manipulated by hand. The root cause of the driveline power fault alarms could not be conclusively determined through this analysis; however, observed corrosion on the pins in the inline connector may have contributed to the reported event. The relevant sections of the device history records for the modular cable (lot number 10939554) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), (rev. D) and the heartmate 3 patient handbook, (rev. A) are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5- ¿alarms and troubleshooting¿¿¿ explain how to properly interpret and troubleshoot driveline fault and controller internal fault alarms. The heartmate3 lvas patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The IFU and patient handbook contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files and images were sent for analysis. It was said the patient was having driveline power fault alarms. There was no gross trauma visible to the driveline. The event log files confirmed the reported driveline power b fault and the driveline communication fault a on (B)(6) 2025. It was recommended the modular cable and the system controller be replaced if the patient could tolerate the brief pump stop associated with the exchange. The modular driveline cable was exchanged without complication. All alarms resolved upon exchanging the modular driveline cable. Patient denied any trauma, crush injury, or fluid coming into contact with the driveline at any portion. It was noted that there was corrosion in one of the pins of the modular cable and possibly the patient side connector as well. It was said the provided image displayed fluid ingress/corrosion within the modular cable on the mod cable-to-pump connector side. It was recommended to clean the modular driveline to remove the corrosion. The connector was cleaned for the patient. There were no active alarms prior to the procedure. The driveline was disconnected for the first cleaning and black crust was noted covering two pinholes. This was scrubbed off, and the driveline was reconnected after about 60 seconds. Upon reconnection, a driveline power fault alarm initiated. A second cleaning of the pinholes was performed. A large amount of black sediment came out of one of the pinholes when injected with alcohol. The pinholes were scrubbed, and the driveline was reconnected after about 60 seconds. The driveline power fault did not return. A new modular cable was connected to the patient's backup controller. A final cleaning of surface and pinholes was performed then the new modular cable and backup controller was connected to the patient. There was no pump interruption during this event. There were no other notable alarm conditions or parameter changes. Log files showed that the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.